Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#1627487-2018-08992. The patient experienced ineffective stimulation due to lead migration confirmed x-rays. As a result, surgical intervention was undertaken on (B)(6) 2018 during which the l4 drg leas was explanted and replaced as well as the l5 drg lead was repositioned. Therapy was restored postoperatively and the issue restored.